Event description:
The customer emailed us that they had trouble getting their cup out when they tested their new cup for the first time. They had bought their cup in (B)(6) 2021. The customer had not used a cup before and could not remove it and needed medical professionals' help from their gynaecologist. The customer had worn the cup almost three days before going to a professional to remove it. The customer had read the instructions. There was no damage on a cup before, during or after the unsuccessful use. The customer did not have any adverse effects or symptoms during or after the prolonged use period. Cup was firmly adhered to by a seal high around their cervix, and they did not manage to get a good grip from the cup for removal. The customer was offered a full refund and additional instructions to use a cup in the future.